Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type screening device; patient code (B)(4) pertains to the lead (unknown). Device code (B)(4) pertains to the lead (unknown). Evaluation conclusion code (B)(4) pertains to the lead (unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. The consumer reported that lead might have migrated. The consumer reported that they switched the patient to the opposite side. No patient symptoms reported.